Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.5 and 3.7. Therapeutic range: 2.0 - 3.0. The time between testing was within minutes. Reportedly, the monitor was moved during the second test and may have been moved during the first test also. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.